Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient archives were received and the trace pattern used by the site included points collected below the skin and above the usable area of the patient model. The archive was anonymized and included no information on how old the exam itself was which could pinpoint potential anatomy change. Cause of inaccuracy could not be determined based on the archive.

Manufacturer narrative:
Device serial number and UDI unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system in a functional endoscopic sinus surgery (fess). It was reported that the healthcare provider (hcp) experienced inaccuracy during the procedure of 4-5mm. They re-registered the patient with no resolution, and the inaccuracy was consistent through the navigated area. They proceeded by accounting for the inaccuracy. There was a delay of less than one hour. There was no impact on the patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the trace pattern also included points collected on the soft tissue of the cheeks, where anatomy has a greater risk of movement due to tracing and gravity. The exam is not to protocol with the top, back, and sides of the head cut off.